Event description:
Patient was undergoing embolectomy for stroke using 026 reperfusion catheter and 026 separator flex. The separator did not advance through the reperfusion catheter smoothly even though it was adequately flushed. The separator then fractured inside of the reperfusion catheter. Physician ended up using a new 026 catheter and 026 separator to continue the case.

Manufacturer narrative:
Results: the separator is stuck approximately (11.5 cm) from the distal tip of the catheter. Additionally, the catheter appears to have a kink in the shaft approximately (34.3cm) from the distal tip. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the separator did not advance through the catheter smoothly, even though it was adequately flushed, and the separator later fractured inside of the catheter. During the evaluation the distal portion of the separator was found stuck inside the distal lumen of the catheter. The ID of the catheter may have been compromised during the procedure due to various factors. The od of the separator is very close to the ID of the catheter, and if the separator was continuously manipulated inside of a catheter with a compromised lumen a break is likely to occur. The cause of this complaint cannot be determined. The product was in excellent condition prior to shipment. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00285.

Manufacturer narrative:
Results: the separator is stuck approximately 11.5 cm from the distal tip of the catheter. Additionally, the catheter appears to have a kink in the shaft approximately 34.3 cm from the distal tip. The separator is broken approximately 42.1 cm from the proximal end of the wire in the region of the proximal transition. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the separator did not advance through the catheter smoothly, even though it was adequately flushed, and the separator later fractured inside of the catheter. During the evaluation the distal portion of the separator was found stuck inside the distal lumen of the catheter. The ID of the catheter may have been compromised during the procedure due to various factors. The od of the separator is designed to fit closely inside the catheter therefore; any loss in lumen integrity inside the catheter may cause the separator to become stuck. It is likely that the separator was broken after continuous attempts to move the separator in the kinked catheter causing the separator to kink repeatedly and eventually to break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00285.